Event description:
It was reported when using the bd pyxis¿ medstation¿ es system drawer 2.2 not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 2.2 was not showing up. The field service engineer manually failed drawer and customer was able to recover to resolve. The system functioned as intended after the field service engineer repaired the device.